Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and the touchscreen became shattered and partially unreadable. Reportedly, due to the fall, the customer¿s blood glucose (bg) decreased to 32 mg/dl. Contact administered glucagon to treat bg. Reportedly, the customer reverted to insulin shots for insulin therapy.